Manufacturer narrative:
Device code plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen was dim. It was identified that the cause for the dim screen encountered was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal visual inspection of the returned cycler encountered dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and the failure analysis problem report found the touch screen test failed. An internal inspection showed the transformer had an internal short on (B)(6) 2019. The production floor problem report showed post-ast failed scale reading error. The cycler was sent to rework and the post ast passed (B)(6) 2019. Upon completion of the evaluation, the reported patient event could not be confirmed. The encountered problem of dim display was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd treatment with the liberty select cycler and the patient becoming suddenly short of breath and unresponsive with report of subsequent death from cardiac and respiratory arrest. However, based on the available information there is no allegation or objective evidence that a liberty select cycler product issue or deficiency caused or contributed to the patient¿s death. Manufacturer investigation notes the cycler has not been returned for product analysis. However, product history review notes no nonconformance¿s or rework with this cycler. Currently, the exact cause of the patient¿s cardiac and respiratory arrest can not be firmly established. However, the patient did have a history of pulmonary embolism (not related to pulmonary embolism) and it was reported the hospital doctor suspected thromboembolism from a knee injury occurring 1 week prior to death. The patient has a history of nephrotic syndrome which is also a significant risk factor for thromboembolism which when expelled into circulation can lead to respiratory and cardiac arrest. Moreover, the patient¿s esrd increases overall mortality.

Event description:
A registered nurse (rn) reported a patient on peritoneal dialysis (pd) expired while doing pd treatment with the liberty select cycler. Additional follow-up was conducted with the patient¿s pd nurse and the pd manager. During follow-up, it reported that the patient suddenly became short of breath during the pd treatment with the cycler. Reportedly, the patient went to stand up and subsequently became unresponsive. Per the nurse, emergency medical services was called, and the patient was brought to the emergency room (ER) and pronounced dead at the hospital. It was reported there would be no autopsy performed and that the patient¿s spouse stated the patient has been sick her whole life and the cycler is not related to the patient¿s death. Both the pd nurse and the pd manager reported the cycler is not suspected to have caused the patient¿s death. It was stated the patient¿s death was reported per clinic policy and procedure. Additionally, it was reported there were no unexpected events in the patient¿s pd treatment, no reported cycler alarms or issues. Moreover, it was reported the patient did not have fluid volume overload related to the event. The patient¿s treatment data sheets for (B)(6) 2020 and (B)(6) 2020 were reviewed. Treatment data for (B)(6) 2020 was not available. There were no recorded cycler alarms during any fill or drain cycle for both treatment dates. Additionally, there is no evidence of any increased intra-peritoneal volume (iipv). For both treatments, the patient did not have net negative ultrafiltration with the patient showing a net positive ultrafiltration of 2,055 ml for (B)(6) 2020 and 1,357 ml for (B)(6) 2020. It was stated the ER doctor suspected the patient may have had a blood clot (thromboembolism) and respiratory failure which may have been related to the patient¿s knee injury 1 week prior. Documentation on the patient¿s esrd death form lists the primary cause of death as cardiac arrest, cause unknown; secondary cause of death listed as respiratory arrest.